Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to hold a charge. When checking the system this morning, the system had appeared to be left unplugged overnight. The battery light indicator was flashing red and after conversing with the field service engineer (fse), it was suspected that the batteries had been completely depleted. No patient present.